Manufacturer narrative:
An investigation has been initiated based upon the reported info.

Event description:
The sales rep did a test startup of the cam02 monitor before starting with a clinical evaluation but the touchscreen did not work. The sales rep informed the surgeon that the clinical evaluation with cam02 would not be possible. The surgeon performed the icp monitoring with another monitor. The product was not in contact with patient. There was no patient injury or death alleged. The event did not increase the surgery time.